Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mild tortuous iliac superficial femoral artery (sfa). A 6.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon was rupture. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.